Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 191020, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-29. Medical device lot #: 180413, medical device expiration date: 2023-03-31, device manufacture date: 2018-04-04. Investigation summary: a device history record review was completed for provided lot number 191020. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. A device history record review was completed for provided lot number 180413. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough analysis could not be completed for the affected product. To further evaluate this incident, twenty retained samples (ten for each lot number provided) were obtained from the manufacturing facility by our quality engineer team. The retained samples were examined and no defects were identified. Regrettably, per the provided feedback, a definitive cause related to the manufacturing process could not be determined for this incident. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: regrettably, with the information provided ¿the hospital staff found water beads in the needles after opening the folding boxes¿ defect cannot be confirmed neither a root cause finding related with the manufacturing of the product can be stablished.

Event description:
It was reported that 2 needle 30gx1/2 in experienced foreign matter in device cannula. The following information was provided by the initial reporter: the staff believed that the needles of 2 products of lucentis were contaminated (the hospital staff found water beads in the needles after opening the folding boxes).